Event description:
It was reported that during device change out due to normal eri, externalized conductors via fluoro were observed. No electrical anomalies were noted. The physician decided to continue monitoring the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the lead was capped and replaced. The patient was fine after the event.